Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. Silenced the alarm and reviewed pump settings. Verified medication and patient appointment same day to have pump removed. Restarted. Confirmed medication delivery with run screen. There was no patient injury reported.